Event description:
False-positive covid 19 antigen rt-pcr. Very small contact pool over the past 2 weeks. All contacts were tested for covid 19 and zero were positive. Zero complaints of covid symptoms. The patient was transferred to another hospital for inpatient treatment. The second hospital repeated testing. Covid negative, adenovirus positive. Adequate sampling technique by nursing staff to obtain specimens and adequate specimen volumes for testing visualized by report maker. Unknown testing machines/platforms/kits used for pcr testing at originating hospital of (B)(6) hospital (B)(6) nor at destination hospital:(B)(6). Upon transfer to another hospital, the test was repeated and found to be negative. The infection pathogen was correctly identified as adenovirus. FDA safety report ID# (B)(4).